Event description:
Subsequent to the initial report filing, additional information was rec'd stating that the patient returned on (B)(6) 2013, due to unstable angina. The patient was admitted for an elective intervention to the distal left main (lm), proximal left anterior descending (lad), and ramus branch (non-target lesion areas), as significant progression of disease was noted. Treatment was performed via the placement of a 2.5 x 12 mm promus stent in the ramus to the lm and a 2.75 x 12 mm promus stent placed in the lad into the lm. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and ischemia are listed in the promus everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that the patient experienced the event of chest pain 600 days following the index procedure. Upon presentation on (B)(6) 2013, the patient was found to be experiencing left jaw pain and chest pain. An EKG showed sinus rhythm and t-wave changes, and anterior precordial leads consistent with ischemia. There were no acute st elevation changes. Cardiac enzymes revealed troponin within the reference range. Chest x-ray showed no acute cardiopulmonary process. It was reported that the subject had gastrointestinal (gi) flu since (B)(4) 2013. She was treated with IV nitroglycerin drip and heparin, with relief. The subject decided not to undergo a repeat catheterization. There were no changes to the patient's medications. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information.